Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of both valves, and a significant deformation of the membrane of the progav 2.0 were determined. Permeability test: a permeability test has shown that the m.blue has a blockage while the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the accepted tolerances in the horizontal position. Due to the clogging of the m.blue, a measurement on the test stand is not possible. Adjustment test: during the adjustment test, the membrane did not snap back to its original position. The click mechanism is defective. The adjustment test could therefore not be carried out. Braking force and brake function test: the brake function test cannot be carried out due to the defective click mechanism. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage at the m.blue valve. The visible deposits in the valve have led to the occlusion. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We could determine a malfunction of the adjustment mechanism and deposits on the progav 2.0 valve. Since the click mechanism is defective, the braking function of the valve could not be checked. The visible damage/deformation of the housing surface is the cause of this malfunction. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.